Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are getting stimulation in their ribs, when they should be getting stimulation near their belt line/lower back area. The patient mentioned that this has been an issue since their first implant. They stated that they think maybe the lead is in the wrong location, which is why stimulation will not reach down to their belt line. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: implantable neurostimulator; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there had been no change that led to the stimulation in ribs and it had always been this way. Patient stated issue not resolved at this time. The new programming to the unit did not resolve the issue. Patient had the programs altered and still has stim in ribs when stim should be in lower back. The patient stated that in a nutshell, the day they had it installed, the next morning when they sat up in their bed, it popped out of their spine. Two weeks later they reinstalled the paddle into their spine and they have always had this stimulation in the ribs from that moment forward. Patient stated it has gone from lowest rib to second lowest ribs but no other resolution has been offered.